Manufacturer narrative:
(B)(4). Washer uncut indented. Additional information: was the surgeon experience with this device? Yes. Were any unexpected noises heard? None reported. Did staples deploy? Deployed but partially formed/ not at all. What does convert to open mean? Milligan-morgan. How much cut was done when the device was fired? Incomplete cut, i.e. Did not cut through. Was there any difficulty removing the device from the tissue? Yes, unknown how many turns we're made. Did these additional steps change the post operative care? Yes. Pain management. How is the patient? Pain management. The analysis results found that the device arrived in good visual condition without staples present and with the breakaway washer uncut and indented, indicating that the device had not been fired through a full firing stroke or possibly that the orange indicator was not fully into the safe green firing range. It should be noted that before firing the device the orange indicator should be fully within the green range of the gap setting scale. In addition it should be noted that if the firing sequence is not complete (the firing handle reaches its stopping point, and the firing trigger is parallel to the instrument handle) staples could be partially deployed without cutting the washer. The device was reloaded with staples and tested for functionality with a test washer; the device formed all the staples, as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. It should be noted that all devices are inspected 100% for staple presence by an automated vision system, and are visually inspected 100% as a final check. In addition, at finished goods the devices are visually inspected based on a sample.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a "pph" procedure the doctor reported "pph" could close down as usual however the surgeon was not able to squeeze the firing trigger fully to break the washer. The surgeon subsequently opened the stapler to find staples partially "fired" (formation of staples was not reported). The surgeon had to manually cut away the piles and hand suture the mucosal layers manually. The procedure was converted to an open. Additional information has been requested, no response has been received to date, a supplemental report will be sent upon receipt of additional information.